Event description:
It was reported that the physician attempted to implant two different leads but was not able to position them. Another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found. Blood/body fluid was found in/on the helix mechanism. The full lead was returned and analyzed. (B)(4): no anomalies were found. The full lead was returned and analyzed.